Event description:
Customer reported on a bravo ph capsule that was retained.

Manufacturer narrative:
(B)(4).

Event description:
The patient was complaining of pain and discomfort, so the doctor did multiple x-rays and determined at 10 days the capsule is still in esophagus.